Manufacturer narrative:
Additional information was provided in d.9. , h.3., h.6. And h.11. The lens was returned in the lens case inside the opened carton. Solution was dried on the lens. The optic has a deep scratch on the posterior side near the edge. Small scratches are observed near the edge of the optic on the anterior surface. A small nick is observed along the edge of the optic. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. Lens damage was observed and is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon opened the package and found a white coloured line on the surface of the lens extending to the posterior surface. Tried to scrap it, but some amount of white material came out. So, procedure was abandoned. Additional information has been received stating the patient was left aphakic for one day. As patient was left aphakic which has its own complications. The patient was impacted with induced astigmatism of 0.5d as wound architecture was compromised. The surgery was completed next day on urgent basis iol was supplied.